Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error. The customer blood glucose level was 190 mg/dl at the time of incident. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly noted.